Manufacturer narrative:
External insulation abrasion was noted at 11.8-11.9 cm and 12.1-12.3 cm from the distal tip consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of lead noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic due to right atrial (ra) lead noise. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout.